Event description:
The customer reported that "during osteosynthesis of the left distal radius using a variax plate and screws on a displaced fracture, the surgeon encountered difficulties when inserting a 2.7 mm diameter, 16 mm long locking screw. The first four screws were inserted without any problems, but ¿the fifth screw did not lock into the plate's thread and spun freely.¿ furthermore, despite multiple attempts, it was impossible to remove. The surgeon decided to remove the plate and screws and use a new plate and new screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed since the affected device was not returned. A device inspection was not possible since the affected device was not returned. However, an image was shared by the customer showing a screw inserted in a plate but nothing conclusive can be drawn from this image. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. No indications of material, manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the device affected must be available to determine the exact root cause of the issue. The IFU advises the user that - ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw, screwdriver blade and plate which may result to metal debris generation, stripping of locking threads, breakage or deformation, and lead to loosening.¿ if the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that "during osteosynthesis of the left distal radius using a variax plate and screws on a displaced fracture, the surgeon encountered difficulties when inserting a 2.7 mm diameter, 16 mm long locking screw. The first four screws were inserted without any problems, but ¿the fifth screw did not lock into the plate's thread and spun freely.¿ furthermore, despite multiple attempts, it was impossible to remove. The surgeon decided to remove the plate and screws and use a new plate and new screws.